Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2020 a patient (pt) reported a diagnosis of 2 corneal ulcers in the od in early 2019 while wearing the acuvue® oasys® brand contact lenses. Initially, the pt thought ¿something was wrong¿ with the od, but thought the eye was just dry. The pt waited a few days, then went to an eye care provider (ecp) who advised the pt nothing was wrong with the eyes. The ecp advised the eyes were getting older and dryer and recommended a contact lens change. The pt could not recall the ecp name or contact information. The pt presented to an ecp who diagnosed the od corneal ulcer ¿where the contact lens lays.¿ the ecp also reported there was another od corneal ulcer ¿healing up higher under the eyelid and not where the contact lens lays.¿ the pt was prescribed an antibiotic/steroid eye ointment and it took a couple of weeks for it to heal. The pt reported photophobia, burning sensation, feeling of dirt in the eye and pain. The pt reported being a ¿horrible contact lens wearer¿ and was sleeping in the lenses. The pt is not currently sleeping in the lenses. The pt could not recall any additional details. On (B)(6) 2020 a call was placed to the pts treating ecp¿s office for additional medical information. A representative advised the pt was seen on (B)(6) 2019 and diagnosed with a corneal ulcer but could not verify how many ulcers were diagnosed. The pt was prescribed a ¿steroid.¿ no additional medical information was provided. Additional calls were placed to the pts treating ecp on (B)(6) 2020 but nothing additional was provided. On (B)(6) 2020 a call was placed to the pts prescribing ecp for additional medical information. A representative advised the pt was seen in (B)(6) 2019 for a contact lens exam. The representative was unable to read the ecp note but advised there was ¿something on the right cornea.¿ the ecp was not in the office but will return on (B)(6)2020. On (B)(6) 2020 a return call was placed to the pts prescribing ecp. A representative reported the ecp reports the pt was treated for an od corneal ulcer and has an od corneal scar above the pupil. No additional medical information was provided. The date of the event is reported as 2019. The lot number is unknown. The suspect od contact lens was discarded by the pt. No additional investigation can be conducted. Since we were unable to verify the date of diagnosis of the initial od corneal ulcer, both od corneal ulcer events will be submitted in this report. If any further relevant information is received, a supplemental report will be filed.